Event description:
On (B)(6) 2012, a patient was placed under ecc for an ascending aorta procedure. The involved vascular graft was used to connect the cannula to the femoral artery. It was reported that the graft was bleeding. The bleeding was stopped and procedure finished by using wrapping gauze. It was reported that the patient subsequently died, with no established relationship with the bleeding event.

Manufacturer narrative:
Method - a review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing of seven products coated on the same day and under the same conditions as the complaint device indicates values well within product specifications. Result - one retention sample coated on the same day as the complaint device underwent water permeability testing at 120mmhg as per iso 7198. The test result indicated a value well within product specification. Conclusion: please note that the device was not used in an approved indication. No conclusion can be drawn. However, all available information and the product testing performed would tend to indicate that the device was not defective.